Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. No relevant notes on neither device or lot number. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: perforation cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
Patient code: vessels, perforation of (2135), listed in IFU. Organ(s), perforation of (1987), not listed in IFU. Device code: appropriate term/code not available (3191) [device perforation], not listed in IFU this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via the right internal jugular vein as prophylaxis for deep vein thrombosis (dvt) / pulmonary embolism (pe). Patient alleges organ perforation and vena cava perforation. Per CT scan, (B)(6) 2016, "the filter legs penetrated through the wall of the ivc into the pericaval/mesenteric fat."

Manufacturer narrative:
(B)(4). (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2004. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.